Event description:
It was reported that the patient spectra concealable penile prosthesis (spp) had left cylinder tear. The spp was removed and replaced with a new one. The patient is doing well and happy with the malleable. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.